Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient opened a new box of luer connectors from lot: 31820 and multiple connectors would not lock into place on the infusion setup, while an older connector locked properly; troubleshooting with and without a cartridge did not resolve the inability to attach, and replacement supplies were overnighted. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included risk mitigation through education on avoiding reuse to reduce infection risk and provision of replacement supplies. Investigation included customer interview and troubleshooting. Investigation of this case revealed the reported failure to connect could not be resolved during use. It was concluded that the event involved a device component connection issue with no injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.